Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be reopened when the bioengineering and or applied research report is completed. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Addendum added (B)(6) 2013. Conclusion and justification status: following further investigation, notification was received from bioengineering, advising that; root cause: undetermined, from the limited information available it is not possible to determine why this liner failed after 5 years 2 months. No x-rays were provided so it was not possible to assess implant position which may affect wear. The femoral head was not provided so it was not possible to assess the damage to the head which may affect wear. It is likely it was a combination of unknown factors such as implant factors, patient factors, surgical technique and surgical procedure. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
Patient experiencing pain, xrays suggested evidence of polyethylene wear debris and osteolysis. Upon extraction, pe wear noted.